Manufacturer narrative:
Qn#(B)(4). Per information provided from customer the ohr for the alleged device was reviewed and found completely without any irregularities. This instrument was produced as part of a 50 pc. Lot in (B)(6)2017. This instrument has not been returned for review or evaluation therefore we are unable to determine what might have caused the instrument to be misaligned and to not close the clips and unable to validate the alleged complaint. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to release to customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the applier is misaligned and is not closing the proper way to secure the clip.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier is misaligned and is not closing the proper way to secure the clip.